Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 07-apr-2022. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a rough shaft issue occurred. When going transseptal, there seemed to be resistance from the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium. The distal end seemed more dilated than tapered. The sheath was removed from the body and the procedure continued without a replacement. No patient consequence was reported. Additional information was received on the event. The resistance was coming from trying to advance the sheath into the left atrium when going transseptal. There was no occlusion when irrigating the sheath. The sheath was not narrowed, partially blocked or completely blocked. The physician felt like it was more dilated than tapered. They could move the ablator through the sheath, but was not able to move the sheath transseptal into the left atrium. They ended up ablating in the left atrium without the use of the sheath. The event was assessed as MDR reportable for a rough shaft issue.

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4) during an interview review on 14-jun-2022, a correction to the assessment was noted as it was originally assessed as a MDR reportable malfunction for a rough shaft issue. However, after further review the event was re-assessed to ¿material too soft / flexible (a040608)¿ which is not MDR reportable. Therefore, the h6. Medical device problem code was updated.

Manufacturer narrative:
The device evaluation was completed on 12-may-2022. It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a rough shaft issue occurred. When going transseptal, there seemed to be resistance from the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium. The distal end seemed more dilated than tapered. The sheath was removed from the body and the procedure continued without a replacement. No patient consequence was reported. Additional information was received on the event. The resistance was coming from trying to advance the sheath into the left atrium when going transseptal. There was no occlusion when irrigating the sheath. The sheath was not narrowed, partially blocked or completely blocked. The physician felt like it was more dilated than tapered. They could move the ablator through the sheath, but was not able to move the sheath transseptal into the left atrium. They ended up ablating in the left atrium without the use of the sheath. The product was returned to biosense webster for evaluation. Bwi conducted a visual inspection and functional test of the returned device visual analysis of the returned sample revealed that no damage or anomalies were observed on the carto vizigo sheath device. The issue reported by the customer could not be replicated during the product investigation; other issues or circumstances may have occurred during the usage of the device that compromised its performance. A device history record was performed for the finished device batch number, and no internal actions were identified. All devices are manufactured, inspected, and released to approved specifications as part of bwi's quality process. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4)